Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracic surgery, on stapling of the pulmonary parenchyma, the surgeon able to press the green button but the handle could not be squeezed and the device did not fire. The stapler did not advance the system to staple and section the pulmonary parenchyma. There was a loud noise and the gauntlet softened. According to the surgeon, the patient's lung parenchyma was thicker than normal and that they should have chosen the black charge for the procedure. The surgical time was extended for more than thirty minutes. The surgery had to be converted to open. The surgeon opened the second stapler, but the problem persisted.